Event description:
It was reported that the customer had a radio frequency failed self test on the insulin pump. Customer stated that this had occurred about 4 times this morning and every time it occurs, the pump resets itself. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: a64 alarm due to faulty y1/ib. Pump received with cracked reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.